Event description:
It was reported that during a low anterior resection procedure, the device would not fire. There was no adverse pt consequence, but the surgery was delayed about twenty minutes in order to open another device.

Manufacturer narrative:
Info anticipated, but unavailable at this time.